Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) replaced the e-100 generator due to intermittent issues. The system was tested and verified as ready for use. Isi did receive the e-100 generator to perform failure analysis (fa). Fa was not able to reproduce the customer reported complaint. This unit was installed onto the test system, and it worked fine with vessel seal instrument installed. Fa used a vessel seal extend instrument with a saline dipped gauze in the jaws and fired yellow pedal/sync activations cut/seal about 100 times and e-100 generator worked fine without any issue. A review of the site's complaint history does show patient identifier 816272 as a related complaint (same issue, but on a different procedure).

Event description:
It was reported that during a da vinci-assisted ventral hernia ipom surgical procedure, the vessel sealer extend (vse) instrument was not working with the e-100 generator. It was noted that the instrument port led on the e-00 was white. Prior to calling, the customer tried power cycling the e-100 with no change. The customer then moved the vse instrument down to the erbe generator and it was working as expected. The customer mentioned this issue occurred during a case from the day before as well. The intuitive surgical, inc. (Isi) technical support engineer (tse) recommended a hard power cycle on the e-100 and system when possible. The customer continued with the procedure as planned and informed they may call back to perform a hard power cycle after it was completed. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the customer and obtained the following additional information: the vse instrument would not recognize in the e-100 generator. The e-100 functionality was unable to be recovered. The procedure was completed with the erbe generator.